Event description:
It was reported that the left ventricular (lv) lead dislodged and was in the main coronary sinus vessel. The lv lead was explanted and replaced for more stability. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.